Manufacturer narrative:
The cause for the falsely elevated advia centaur cp intact parathyroid hormone (ipth) result is unknown, however pre-analytic factors cannot be ruled out. No conclusion can be drawn. This event identifies an intended user error as the advia centaur cp ipth assay is not cleared for intra-operative use. The instruction for use (IFU) under the limitation section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp intact parathyroid hormone (ipth) result was observed by the customer on a post intra-operative 10 minute sample draw. The elevated result was considered discordant compared to a lower ipth result taken 5 minutes earlier. The test samples were being process while a post intra-operative procedure (parathyroidectomy) was being performed to remove the parathyroid glands. The physician did not question the elevated ipth result, however the customer performed repeat testing on the post intra-operative 10 minute sample draw, and the result was lower. The physician was notified of the lower repeat result, and a corrective report issued. Patient treatment was not altered or prescribed or adverse health consequences due to the elevated advia centaur cp ipth result.